Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia not reported. On the same day as the event onset, the patient was hospitalized for the hernia event. Also that same day, the patient had hernia surgery. Action take with dianeal therapy was unknown, as it was reported "patient is not sure if they will be able to dialyze using apd solutions at this time." At the time of this report, patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.